Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: gmrs adaptor ii - 6mm; cat # 6467a002; lot # cxp9n, hmt tib joint repl part; cat # 6465-0-110; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This report is for the (B)(6) 2020 revision surgery, due to infection. Hmrs was used on (B)(6) 2001. Since the stem broke due to patient fall in (B)(6) 2020, it was replaced on (B)(6) 2020. On (B)(6) 2020, revision surgery was done due to infection. Patient fell again, and x-ray showed that the clip had come off.